Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load sequence and a minimum fill notifications occurred after filling the cartridge with 200 units of insulin. Additionally, it was reported that the cartridge was leaking from the canister and a cartridge alarm (alarm 9) occurred. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.